Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with multiple weird errors, there were 5 five very long error codes was confirmed during product evaluation. The root cause of the reported problem was determined to be faulty uim pcb (user interface module printed circuit board). Appropriate action was taken to correct the reported problem by replacing the uim pcb. The device has not been previously sent into service for the reported condition of "multiple weird errors, there were 5 five very long error codes". Previous service on (B)(6) 2007, the uim pcb was replaced.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump there were "multiple weird errors, there were 5 five very long error codes"; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. Report 4 of 5. This involved a remediated colleague 2006 infusion pump with user interface module master software version 5.09.90.